Event description:
A report was received that the patient had inadequate stimulation. The patient underwent lead replacement. It was believed that the lead was fractured prior to revision due to patient's fall. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the lead will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.